Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the magnet cover window to be scratched and damaged. The device under test (dut) motor was attached to the lab use controller and powered on using system 1 simulator. With no disposable pump head attached to the motor, rotation was restarted and was immediately confirmed that the device under test exhibits a louder than typical noise. The rotating magnets contact the inside of the magnet window because of the cracked and displaced window. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per log analysis, on (B)(6) 2017 a perfusion screen is opened at 06:36:43 am. The arterial centrifugal pump is started at 7:25:17 am. At 10:05:37 am the pump reports "motor overcurrent" and stops. The pump is started again at 10:05:42 am and reports a "speed sensor error" stopping the pump again 1 second later. The pump is started again at 10:05:48 and is stopped and started again at 10:05:59 am. At 10:06:17 am the pump reports "motor overcurrent" and stops again. The "motor overcurrent" occurs 1 more time at 10:07:01 am. The pump is started and stopped several times and then the motor is disconnected at 10:09:28 am. The motor is reconnected at 10:10:05 am and started 8 seconds later. The perfusion screen is exited at 3:05:58 pm. The "motor overcurrent" event would cause the ccm to display "arterial : pump jam" in the message area. The field service representative (fsr) verified that there was a paper clip on the drive motor and the window was scarred. The fsr replaced the drive motor and tested the new drive motor. Unit operated to manufacturer¿s specifications. (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal motor overheated when the paper clip was stuck between the motor and the disposable. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of 6 minutes. There was no blood loss, nor adverse consequences to the patient. Per clinical review the perfusionist was working with a student perfusionist during this procedure. The perfusionist provided a picture that illustrated their initial assembly of their tubing pack and oxygenator in the pump room before they move the circuit into the operating room (or) to assemble to the heart-lung machine. According to perfusionist, it is common for the centrifugal pump head to rest on the metal cart during their assembly. The circuit was brought to the or and installed on the hlm (system-1) and the circuit was primed with a crystalloid based solution. The circuit was primed without incident and the prime was recirculated for almost 3 hours at 1500 - 1800 revolutions per minute (rpm) until cpb was initiated. The perfusionist commented that the student had heard a faint humming noise during re-circulation of the prime, but he stated that with the other usual noise in the or he did not hear any unusual noises. On the initiation of cpb and in the first couple of minutes of cpb at about 2300 - 2500 rpm there was a humming noise and later a rattle observed. Shortly after, a overcurrent message was posted and this stops the centrifugal motor. Overcurrent indicates the motor is drawing more current than usual in order to generate the set pump speed. The motor was re-started and again in a few seconds stopped with another posted overcurrent message. The motor was again re-started and in a few seconds the motor stopped with a posted overcurrent message. This center has a retroguard valve in their tubing pack and no retrograde flow occurred with these motor stops. As the aortic cross-clamp had not yet been applied and cardioplegic arrest had not been initiated, the clinical team elected to wean the patient off cpb and this was done with the patient being hemodynamically stable. With the patient off cpb, the centrifugal pump head was removed from the motor and the motor was disconnected from the centrifugal control module. During change out, it was observed that the motor was quite warm. A back-up motor was connected to the centrifugal control module and the original pump head was coupled to the new motor. The new motor was tested as blood in the circuit was recirculated via a recirc line post oxygenator. As no issues were observed, cpb was re-initiated without issue. The time off cpb was about 5-6 minutes. No issues were observed the remainder of cpb. During cpb, the original motor was inspected by another perfusionist and a paper clip was sticking to the polycarbonate window of the motor. This perfusionist also noticed some damage to the motor. The motor is being returned to the manufacturer for investigation. After cpb, the centrifugal pump head was not inspected for any damage, and the back chamber was not inspected for any signs of condensation or blood. The pump head was discarded by the perfusion team immediately after the procedure was completed. The case was completed successfully, without associated blood loss. There was a delay of about 6 minutes as the motor was being changed out. There was no harm observed during and / or after the procedure.